Manufacturer narrative:
The verify sixcess indicator is a chemical indicator the purpose of which is to confirm sterilization conditions were met. The operator removes the chemical indicator and confirms the color changes from yellow to blue/purple which indicates a successful processing cycle. The indicator is 0.75 inches by 2.75 inches in size; it is made of paper and does not contain any hazardous chemicals. It was reported that the procedure included use of an esophageal (bougie) dilator; however, it is unknown how the indicator ended up in the patient's esophagus. The conditions of the reported event are still under evaluation; a follow-up MDR will be submitted as additional information becomes available.

Event description:
The user facility contacted steris for information regarding the verify sixcess indicator. The request was part of the hospital's investigation into a verify sixcess indicator being found in a patient's esophagus after a procedure. The user facility did not disclose additional information regarding the reported event.

Manufacturer narrative:
Following completion of the user facility's internal investigation, it was reported to steris that the patient subject of the event returned to the hospital on (B)(6) 2019 after a procedure which included use of an esophageal (bougie) dilator reporting nausea and chest pains. The hospital performed an esophagogastroduodenoscopy (egd); no issues were noted and the patient was subsequently released from the hospital. On (B)(6) 2019, the patient went to a different hospital and an additional egd was performed. At this time, the verify sixcess indicator was found in the patient's esophagus. The indicator was removed; no further issues with the patient were reported. Upon use of the pack, facility personnel should have removed the chemical indicator to confirm a successful processing cycle prior to utilization of the dilator. The verify sixcess indicator instructions for use states, "prior to use of the sterilized items within the pack, remove the indicator and compare its color with the blue/purple color standard on the indicator...a blue/purple indicator color indicates the critical sterilization parameters were met and the pack may be used." The user facility conducted retraining on the proper use of the verify sixcess indicator, specifically retrieving and then reviewing the chemical indicator results prior to use of instruments within packs. No additional issues have been reported.

Manufacturer narrative:
The verify sixcess indicator is made of polypropylene. This was an error in the initial report.